Event description:
It was reported that during set up for an acl reconstruction, the camera head gave an error. There was a display of horizontal lines on the monitor when the camera head cable was plugged into the port. The nurses did the inspection 1 hour before the surgery time. A s+n back-up device was available. There was a significant delay greater than 30min, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection did not identify any issues. A functional evaluation revealed that there was no issue with the video output. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection did not identify any issues. A functional evaluation revealed that there was no issue with the video output. However, an evaluation of the customer provided images was performed and found horizontal lines displayed on the monitor and the camera head device identification. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors which could have contributed to the reported event, include internal damage to the cord or connector. No containment or corrective actions are recommended at this time. H11: correction in h6 (health effect - impact code).